Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was going through a supply change. The customer's blood glucose level was 144 mg/dl. Reportedly, the customer was unable to clear the alarm. The customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified (faulty vibe motor).

Manufacturer narrative:
Additional information was received stating that the altitude alarm was ultimately able to be cleared, and the customer continued to use the pump for insulin therapy.